Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that injection could not occur at a unspecified time with a unspecified bd pen . The following information was provided by the initial reporter, "prescription and use of 25 iu of puregon daily with puregon pen. The patient already did 6 injections."

Event description:
It was reported that injection could not occur at a unspecified time with a unspecified bd pen . The following information was provided by the initial reporter, "prescription and use of 25 iu of puregon daily with puregon pen. The patient already did 6 injections."

Manufacturer narrative:
H.6. Investigation: zero (0) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps could not perform a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections since the batch number is unknown. Since the sample was not received and the lot history is unknown, investigation cannot be performed as a sample is required to investigate further. In addition, this complaint deals with lack of needles provided during treatment and not a specific reported issue with the pen. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10